Manufacturer narrative:
Two patients were reported with infections. This report captures patient 1 of 2. The issue was not able to be confirmed. No product was received for evaluation. Patient information including status, lot numbers used, and implantation dates were requested, but information was not provided. A review of all lot records related to grafts sold to the hospital between january 2024 and july 2024 was completed and there were no indications or trends identified that would suggest an increase in infection rate. No deviations were found within those specific lots that would be related to this type of report. No confirmed complaint trend was identified related to the issue. Without additional information a definite root cause cannot be determined. Potential root cause is likely that the graft was implanted into an infected field or the surgical site became infected due to wound complications stemming from the nature of the implant location. I.e. It is common knowledge that groin implants are highly susceptible to infection in up to 8.1% of vascular interventions. 1. Gwilym bl, locker dt, matthews ek, mazumdar e, adamson g, wall ml, bosanquet dc. Systematic review of groin wound surgical site infection incidence after arterial intervention. Int wound j. 2023 apr;20(4):1276-1291. Doi: 10.1111/iwj.13959. Epub 2022 oct 2. Pmid: 36184849; pmcid: pmc10031242. Based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending.

Event description:
The patient received the graft (timeframe unknown), placement in the groin, then moved out of the treatment area of the doctor. The doctor later learned that the patient experienced an infection in the area of the graft and the patient passed away. It is unknown if the infection was related to the death.